Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of prime/fill anomaly from the reservoir. The customer's blood glucose reading was 80 mg/dl. The customer stated that after he got the set all connected, 90% of all the insulin came out of the reservoir. The reservoir was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed the pre-fill reservoir test using a new lab transfer guard, and found no anomaly during filling.